Manufacturer narrative:
As received, a complete lead was returned for evaluation. Electrical tests did not reveal shorts or discontinues on any of the conduction paths. Dimensional analysis of the connector boot was measured within product specification. The lead could be inserted into the test is4 connector sleeve and the test ICD.

Manufacturer narrative:
This product is registered as a combination product. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During the initial implant procedure, noise was observed on the left ventricular (lv) lead. A new lv lead was implanted to resolve the event. The patient was in sable condition.